Event description:
A report was received that a pt had his precision system explanted due to an infection. The pt had an infection at the midline and pocket site. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
Explanted devices will not be returned to bsn for evaluation as they were discarded by the medical facility.